Event description:
A facility reports that an intraocular lens (iol) was explanted due to the lens being the wrong diopter. Add'l info has been requested.

Manufacturer narrative:
The prod was returned for analysis. One haptic is broken/torn in the distal area (not returned). The remaining haptic is bent in the gusset and distal region. The optic is torn/split in two pieces with a cut-like appearance. One optic portion is torn/split/cracked on the anterior and posterior surface and at the edge of the optic with a portion of the optic missing. An optical inspection cannot be conducted due to lens damage while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Prod history records were reviewed and all documentation indicates the prod met release criteria. There have been no other complaints rec'd in the lot number. Add'l info was requested on 08/18/2008, 08/19/2008 and 09/02/2008. A completed questionnaire has not been rec'd. This report was mailed to FDA on: 09/11/2008.